Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, there was no data at all throughout the night no additional patient or event information is available. No product or data was provided for evaluation. The reported event of the no data at all throughout the night could not be confirmed. A root cause cannot be determined.